Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Low bg cause was not known. Customer consumed glucose tablets to address bg. Recommendation was made to contact tandem technical support (cts) if the customer experiences any further issues. No additional patient or event information was available.